Event description:
The patient had a heart transplantation 9 years ago for idiopathic dilated cardiomyopathy and prior pacemaker placement for pacemaker dependence. A biventricular pacemaker was placed 2 years ago. He has normal left ventricular systolic performance. He has had repetitive syncopal spells that were of an enigmatic etiology. He underwent extensive testing and the cause of his syncope was unable to be determined. He was discharged from the hospital and brought back in five days later with repetitive syncopal spells accompanied by head trauma. At this time while on telemetry, he had a couple strips that showed intermittent loss of capture of his biventricular pacemaker. The strips showed pacing spikes without ventricular capture, suggestive of pacemaker system failure. Today he underwent extensive operative revision. The surgeon notes the right ventricular lead was "densely adhered from the costoclavicular ligament all the way through the tortuous left subclavian vein into the inominate vein that was probably adhered all the way down into the heart. I elected to abandon this lead." He did well from the surgery, no post-op complications. The patient was stable and discharged 3 days later.